Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 340-400 (mg/dl) for the past few days. The customer believed the pump was not working properly. A correction bolus via the pump, inhalant insulin and an injection was administered to address bg level. During a system check with tandem technical support the customer was unable to see consistent drops of insulin at the end of the infusion set tubing. The customer changed the cartridge and was able to resume insulin delivery. Reportedly adjusted the insulin duration setting without consulting a healthcare provider. In addition, the customer stated the bg test strips may be expired. During follow up, the customer reported bg level had lowered to 217 (mg/dl).